Event description:
It was reported that during follow up, interrogation of the device revealed the patient received inappropriate hv therapy due to post-paced t-wave oversensing. Far p-wave oversensing was also noted. Programming changes were recommended. No further information is available.

Manufacturer narrative:
.